Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced low blood glucose and the buttons were responding intermittently. It was stated that the bolus wizard revealed and extra bolus of 4.5 units without a carbohydrate entry. The mother delivered again a bolus of 0.9units with the bolus wizard and with carbohydrate entry. When the customer came home the blood glucose was 0.8mmol/l. No further information was provided.